Event description:
Caller reported false negative urine hcg results vs. Qualitative serum. A urine sample from a (B)(6) female patient gave negative results with consult diagnostics hcg cassette. A qualitative serum test was run with positive results. No other patient information were provided.

Manufacturer narrative:
Customer did not provide lot number. Hcg levels in urine are usually lower than in serum. Hcg levels close to cut off may produce negative results. Unable to perform further investigation due to insufficient event details. This issue will be tracked and trended. No corrective action required at this time as no product deficiency was established.